Event description:
The pt's family member reported that pt used the suspect device to check their blood glucose and obtained a result of 414mg/dl. Their administered insulin based upon the result. After taking the insulin pt became sick and unresponsive. Emergency medical technician were called and family member gave pt coke. A different device was used to check pt's blood glucose and teh result was 34mg/dl. No other information was provided. Level 1 glucose control solution was used on the system and the control was within range. The suspect device was replaced with new product and then authorized for return to the manufacturer for evaluation.